Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that they experienced high blood glucose level of 414 mg/dl. Customer was treated with insulin pump. Customer stated that the insulin pump had motor error alarm. Customer stated that the drive support cap was normal. Customer was able to clear alarm. Customer declined troubleshooting for high blood glucose level. The insulin pump will not returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime/a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.